Manufacturer narrative:
The soft cannula was found to be torn off. The tearing of the soft cannula damaged both the exposed and unexposed portion of the soft cannula. It could not be determined when the tear occurred or if it contributed to the reported events. The data downloaded from the device did not show any timeouts or drive stalls during the run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 22 mmol/l (396 mg/dl) while wearing the pod between 37 and 48 hours. Insulin appeared to be leaking. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a new pod was placed.